Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that while using the angio-seal device, hemostasis was successfully achieved. However, on july 8th, bleeding occurred when the patient was released from bed rest. The procedure before deploying the device was a carotid artery stenting (cas). Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was 8 fr. The puncture site and vessel diameter were unknown. Bleeding occurred out of the procedure room. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU sates: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.